Manufacturer narrative:
(B)(4). Date sent: 8/20/2021. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: do you have the lot number and serial number (if applicable)? No. On what date was the device implanted? On (B)(6) 2019. Could you please confirm if the device was explanted as scheduled (B)(6) 2021? Yes. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Please specify the symptoms the patient was experiencing prior to implant (gerd reflux, dysphagia, pain during eating, etc., )? Heartburn and reflux. Please specify the symptoms the patient was experiencing while the device was implanted (gerd reflux, dysphagia, pain during eating, etc., )? Dysphagia. Had the patient had any diagnostic testing done to address the symptoms they experienced while the device was implanted? If yes, what diagnostic testing was completed? Cxr and esophagram. Can you share the results of the diagnostic tests? Normal. Do they have an autoimmune disease? Hiv with low viral titers. Has the patient been prescribed medication by a doctor (not over the counter medication)? If yes, what is the doctor prescribed medication? Genvoya. Are they currently taking steroids / immunization drugs? Genvoya. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the product code for the linx device that was removed? When using the linx sizing device what technique was used to determine the size? How severe was the dysphagia/odynophagia before intervention? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Besides the reported dysphagia, what was the reason for removal of the linx device? Was the device found in the correct position/geometry at the time of removal? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the linx device will be explanted on (B)(6) 2021. There is no additional information.

Manufacturer narrative:
(B)(4). Date sent: 10/15/2021. Investigation summary: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. No further investigation will be conducted on this complaint as the device is found to meet the specifications. Overall, no analysis conclusions relevant to the patient experience were found.